Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient presented to the emergency room for the event; however, it was not reported if the patient was hospitalized for the event. The cause, treatment and outcome of peritonitis were not reported. Action with pd therapy was not reported. No additional information is available.